Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with chest pain. Upon interrogation of their pacemaker a lead safety switch alert for low out of range right ventricular (rv) impedances was observed. Further review of the rv lead showed increased thresholds and noise that was oversensed and led to inappropriate tachy episodes. This patient had historically very low rv pacing but, during the review, an increase was observed due to the lead tracking the patient's high atrial rate. The patient also mentioned pocket discomfort and muscle stimulation. Insulation damage was suspected but no obvious damage was visible via x-ray. This rv lead was reprogrammed and this pacemaker remains in service. The physician will continue to monitor the system via routine follow-ups. No adverse patient effects were reported.